Manufacturer narrative:
Olympus followed-up with the user facility to gather additional info regarding this report. The user facility reported that the pt was admitted with a severe gi bleed, and that multiple clips were deployed while the users attempted to staunch the bleeding. The procedure was said to have been delayed for an unspecified period when the users attempted to obtain the second gastroscope. The pt reportedly expired post procedure and the attending physician stated that other factors may have contributed to it. The device referenced in this report was returned to olympus for eval. The subject clip was found to be lodged between the suction valve and the suction cylinder. Upon further eval, the clip had the characteristic of an olympus clip. Based upon all available info, it appears that the suction was reduced by the presence of copious amounts of blood and/or aspiration of biomaterial. The cause of the reported phenomenon could not be conclusively determined at the time. Please reference medwatch #3600510000-2010-8023 which provided additional info regarding the reported event. Please also reference MFR report number 8010047-2010-00243 and 8010047-2010-00242. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the subject device was used during a therapeutic esophagogastroduodenoscopy (egd) procedure on a pt experiencing a severe gastrointestinal (gi) bleed. During the procedure, the suction valve of the gastroscope reportedly became stuck in the depressed position and a different but similar gastroscope was employed to attempt to complete the procedure. However, the suction valve of the second gastroscope reportedly became stuck as well. The user facility reported that they had deployed several clips down the channel of the endoscope in an attempt to stem the pt's bleeding. It was reported that both olympus and boston scientific clips were used during this procedure. The pt was transferred to the operating room and open surgery was performed.